Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro:1233396 it was reported that a system failure occurred. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were removed, the top case was cracked and chipped by the front right and left bottom corner. The right plunger case was cracked and the screw boss inside of the plunger head was broken and the screw was missing. Contamination was visible. Functional evaluation included the power up process and calibration verification test were performed. Error code for a force sensor test was found in the event history log. Results: the customer reported issue was duplicated during the power up process. Steady state reading of the force sensor, with no pressure on it, count 0 and 0.00 pounds. Root cause of the reported event would be attributed to the force sensor being out of calibration due to the cracked screw boss on the left plunger case. Further root cause would attribute the reported event to the customer due to the broken screw boss and damage found inside the plunger head. The device had been damaged due to an impact. Action taken includes replacing the right and left plunger case and all plastic parts inside of the plunger head. The force sensor was recalibrated, and a self-test was performed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Event description:
Additional information received on 31-may-2022. As far as the users technician knows there were no patients involved. The history shows routine pm and a few corrective maintenance for each.